Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp)'s caregiver (cg) reported that the hp was connected to the hc machine prior to starting the initial drain. The technical service representative (tsr) assisted the cg with troubleshooting, clearing the alarm, explaining the alarm, advising to start over with all new supplies and to call the nurse to inform of air detect alarm. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number is unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance obtained additional information from the home patient (hp). The hp stated that she has lupus and had a flu vaccine, which she had a reaction to that made her very sick and disorientated. The hp stated that she usually follows the prompts and hooks up when she is supposed to, but was so sick and disorientated that she connected at the wrong time. The hp stated that she has had no further problems since. Proper procedures per the user manual were reviewed with the hp at the time of the initial call. Root cause was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).